Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hkp897 mfg date: 09/18/2014, exp date: 08/31/2016. Batch hmr061 mfg date: 11/19/2014, exp date: 10/31/2016. Batch jbp914 mfg date: 02/06/2015, exp date: 01/31/2017. Batch jbh958 mfg date: 02/16/2015, exp date: 01/31/2017. Batch jaj485 mfg date: 01/28/2015, exp date: 12/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a procedure and topical skin adhesive was used and applied for lateral curvature treatment. The patient was in the hospital for two weeks and was discharged with no problems. After about one month, the patient developed extensive skin inflammation where the topical skin adhesive was applied. Steroid treatment was given and the inflammation calmed down. However, the skin was blackened. No additional information was provided.